Manufacturer narrative:
H2) correction: while performing a review of the event, there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (3012307300-2024-05885) is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported that the rubber at the bottom where cassette fits is swelling, and per reporter the device needs pm as well. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.